Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/14/2013 device evaluation:the pump has been returned and evaluated by product analysis on 07/18/2013 with the following findings:the keypad was found to peeling around the contrast keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that the contrast button was unresponsive; the contrast button has no affect on insulin delivery function. All other keypad buttons were found to be responsive. There was evidence of contamination found under the key.

Event description:
The reporter contacted animas on (B)(6) 2013 alleging the up arrow, down arrow and ok keypad buttons were not normally responsive. The reporter stated the buttons had to be pressed multiple times to evoke a response. The reporter denied keypad damage and moisture in the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad button malfunction remained unresolved.